Event description:
It has been reported by the sales and service unit in the (B)(6) that the enterprise 8000 bed performed uncommanded movements; when the panel was moved there was an uncommanded movement. There was no incident reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh, a branch of arjo limited med ab. The left hand side acp control unit was found to be defective, and the part was replaced. All functions work normally after replacement of the control unit. Additional information will be provided following the conclusion of the manufacturer's investigation.